Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4).

Event description:
It was reported that aquacel ag dressing applied to wound and covered with dry gauze. Large amount of drainage when applied but decreased with use of antibiotic. Dressing became dry after 3 days on the wound. Moistened with baxter saline. Dressing turned to slime but nurse was unable to remove.